Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the glass cap exhibits moderate devitrification at output window and metal cap exhibits mild charred detritus adhesion on surface. Fiber tip devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip caused the glass at the firing window to crystalize. The hene (helium-neon) laser fixture testing conducted did not identify signs of breakage along the length of the fiber. The aim beam is present at fiber output window as intended. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The fiber was visually inspected and there were no signs of fractures or breaks that could have contributed to forward firing; therefore, the as reported event cannot be confirmed. An evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber was forward firing at 209,145 joules and 40 minutes of use. The procedure was completed with a second fiber without clinical consequents to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber was forward firing at 209,145 joules and 40 minutes of use. The procedure was completed with a second fiber without clinical consequents to the patient.